Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.